Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 56 year-old male patient with cardiogenic shock due to apical ventricular septal defect (vsd), already on extracorporeal membrane oxygenation (ECMO), implanted with impella cp. On dual support day 5, impella access site showed some oozing. Resolved with normal measures. On treatment day 12 (off-label use), patients decompensated, and family withdrew care. Impella to be conservatively coded to minor bleed and death although unlikely a contributing factor as ECMO was the primary hemodynmic support device.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: customer held bivalirudin/anticoagulation periodically for site ooze with resolution. Investigation summary. Minor bleed: the root cause of the injury was not determined due to insufficient clinical details. Clinical review: a 56-year-old male patient with cardiogenic shock due to apical ventricular septal defect (vsd), already on ECMO, implanted with impella cp. On dual support day 5, impella access site showed some oozing. Resolved with normal measures. On treatment day 12 (off-label use), patients decompensated, and family withdrew care. Impella to be conservatively coded to minor bleed and death although unlikely a contributing factor as ECMO was the primary hemodynamic support device.